Event description:
The complaint is reported as the cuff leaked during use. The pt condition is listed as "fine".

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number reported in the complaint (m2122t609) is not a valid lot number. The sample is not available for evaluation, therefore, the complaint could not be confirmed.